Event description:
It was reported that at a routine clinic follow up, the pulse generator exhibited backup vvi operation. After a software download, normal function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.